Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer didn't take any action to address bg. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.